Event description:
It was reported that during testing conducted at the user facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event was confirmed, the device would stay in run function due to an electrical problem; run-on was observed. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the user facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event